Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 3. The drain volume was 4297 ml. The programmed fill volume was 2500ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The customer discontinued use of the device and returned it to the tampa bay facility. The device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests due to system error (se) 18. The device was found to meet specifications relative to the iipv found in the device logs. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. Review of the device?s previous service record revealed no issues that may have contributed to the iipv. The assignable cause of the iipv was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Product surveillance followed up with the nurse and provided the results of evaluation. The nurse indicated that the patient transferred to hemodialysis. No reason for the transfer was given. No patient injury or medical intervention was reported. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).